Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial sensors, inspected 2 introducer needle and looked for burrs/hooks and dull needle tip defects and found needle tip bent on both. It was unable to confirm if the customer received sensors in said condition due to customer returning the sensors open/used. It was also visually found 1 of 3 sensors with broken sensor and broken piece stuck on needle. It was unable to confirm if customer received sensor in said condition due it being open/used.

Event description:
The customer reported via phone call that she experienced issues with three sensors. The customer stated she had blood at site but it was not actively bleeding. The customer stated that one sensor got filled with blood and the other two came out when trying to remove the needle. The customer declined troubleshooting. Blood glucose value is unknown. The sensors were replaced and returned for analysis.